Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded motor, vibrator and battery tube assembly during visual inspection. Unable to verify constant tone due to blank display. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call they exposed their insulin pump to fluid. Customer reported their insulin pump fell into the ocean. The customer's blood glucose was 189 mg/dl. The customer stated the insulin pump was exposed to ocean water for a few hours. The customer reported a constant tone occuring after. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.